Event description:
It was reported before start of surgery the device malfunctioned with bars across the screen and lost all visuals. No significant delay only about 5 seconds to unplug the scope and replug it back in. No negative impact in state of health reported.

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per evaluation from the manufacturer: the device passed the quality check at the time of delivery. The device functions as intended. The fault described by the customer could not be identified during investigation. This event is filed under internal complaint ID (B)(4).